Event description:
Additional information was received from the patient. They reported that during their revision in (B)(6) 2017, the healthcare provider didn't remove the lead wire and because of this the patient thought they had difficulty moving their leg and feet and they couldn't walk. Five months after revision they went back to their neurologist who recommended implant removal and eventually the patient went back to the doctor to get the device removed. They said they could move their leg and feet within days after removal. They still required a walked to move around and they had been told that they may require a walker for the rest of their life, even after physical therapy. They said their doctor did not remove the lead wire during the (B)(6) 2017 revision because they saw 2 holes after everything was removed. They said they originally had had a bad fall in (B)(6) 2017 that lead to a shocking sensation that was bad enough that they had to go to the hospital and they had to turn therapy off for a couple of months. They did not want to turn it back on because they felt like they were tasered between their legs after the fall, thus it led to revision where they thought the lead wire was not removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are:product ID 3889-28 lot# va1kq0r. Implanted: (B)(6) 2017. Product type lead product ID 3889-33 lot# va1ggyh. Implanted: (B)(6) 2017 explanted: (B)(6) 2017. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient re-reported that they got thrown off a trailer and the implant broke. They stated they had the ins replaced on (B)(6) 2017 due to this and stated they didn't think their healthcare provider replaced the leads at that time. They stated they thought this because it wasn't any different after. They clarified that the implant moved over into their spine and was paralyzing their legs and they needed therapy. They stated thatif they would have taken the old one out the first time their legs would have straightened out. They confirmed this was a continuation of a previously reported event and that this first started on (B)(6) 2017. They re-reported that a couple of weeks later the stimulator where they had fallen broke and it shocked them like a taser going between their legs. They stated they went to the hospital due to this and stated they called pennsylvania to shut it off because they didn't know how to. They stated that then their healthcare provider came back from vacation and they decided to try again. The patient stated that if their healthcare provider would have taken the old wiring their legs wouldn't have been paralyzed because it moved into their spine. They stated when they went back and told their healthcare provider to turn off the stimulation and the patient stated they could feel a difference when the stimulation was shut off. They stated their neurologist told them to have the entire system removed due to the events previously reported and noted above. They stated they had the ins and leads removed about 3 weeks prior and stated that since then they could stand up andwalk and their legs were working, but their body was very weak and stressed because this had been a 3 year thing. They confirmed they did not have any leads or ins implanted at the time of the report. It was noted that the patient was difficult to follow throughout explaining the timeline of events.

Manufacturer narrative:
Sectionconcomitant medical products: information references the main component of the system and other applicable components are: product ID 3889-33 lot# va1ggyh serial# implanted: (B)(6)2017, explanted: product type lead product ID 3889-33 lot# va1ggyh serial# implanted: (B)(6)2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had an accident where they were thrown off a trailer and fell on cement. They confirmed the accident was not caused by the implant. They also confirmed the accident caused their internal system to break loose. The patient reported this happened on (B)(6) last year. The patient reported that 2-3 weeks later, the wire broke loose and started shocking the patient. Patient reported it was like a taser between their legs. Patient went to the ER when that occurred. They reported the hospital did not know how to turn the implant off. The hospital got help from a manufacturer representative over the phone to turn the device off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative clarified that there was no issue with the ¿shocking¿ until the patient fell off a trailer. After the fall, the patient experienced the shocking. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. The hcp reported that the patient started getting shocked by the device shortly after falling off a trailer and noted that they had reprogrammed the device on a recent office visit. It was indicated that the device was shut off and the symptoms resolved. No further complications were reported or were expected.